Manufacturer narrative:
A visual inspection of the pump confirmed the kink in the cannula. Kinks in the introducer sheath were also observed. The lt log confirms suction alarms and low pump flow. The images from the rep show the cannula kinked while the patient is on support. The cause of the low pump flow was most likely small heart patient condition related resulting in a kinked cannula. The anatomy of the patient caused the kink in the cannula which then caused the low pump flow.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, it was found there was a kink in the cannula near the outflow, as well as numerous suction alarms. The pump was also found to be occlusive in the limb. The pump was explanted, and the team chose not to replace it. The patient remained stable on medical therapy, and no harm was reported.